Event description:
It was reported that the patient presented for an implant procedure. Upon lead testing at the targeted location, the right ventricular (rv) lead was noted to exhibit noise oversensing. The rv lead was not used and replaced to complete the procedure. The patient was in stable condition.